Event description:
It was reported that during a vena cava filter placement procedure, the 12f jugular titanium greenfield vena cava filter was implanted, but the physician was unable to confirm deployment via fluoroscopy or films, so he implanted a second filter. A pre-placement vena-cavagram had been performed and fluoroscopic guidance was used during the procedure. The system was intermittently flushed using sterile heparinized saline prior to and during the time the catheter was in the body. There was no difficulty inserting the carrier or deploying the filter. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the filter remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shop floor paperwork for this batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly and performance specifications. Should further relevant information become available, a supplemental medwatch report will be filed.